Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient resented in clinic after receiving inappropriate anti tachycardia pacing therapy due to lead noise. Furthermore, externalized conductors were observed via x-ray. The lead was capped. The patient was discharged the following morning.